Event description:
The gallo display engineers have reorted that the error code l4-033 is populated and the error code is seen by only the holster st & hhhc1. Recommendation to try other holsters, the error code is still coming up.